Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. High rv coil impedance and high pacing impedance were also noted. It was also reported that the implantable cardioverter defibrillator (ICD) could not establish telemetry due to "complete battery depletion." The rv lead was cut at the trifurcation, capped and replaced.the device was explanted and replaced. No patient complications have been reported as a result of this event.